Manufacturer narrative:
Patient interface was received within its original packaging confirming the reported lot 60161103. A visual inspection of the returned device did not reveal any obvious defects to the cone. Suction and cone dimensions were measured, and all results were found within specifications. The reported issue could not be confirmed. Per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60161103. All devices meet material, assembly and performance specifications at the time of product release. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Customer reported vertical gas breakthrough occurring in the right eye (od) and they were unable to lift the flap to complete the procedure.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.